Event description:
Additional information was received that the patient had recently underwent a vt ablation procedure. The cause of death was arterios clerotic vascular disease. The patient was enrolled in the product surveillance registry.

Event description:
Additional information was received that the study principal investigator believed the patient death was related to pre-existing medical conditions and not the recent procedures.

Event description:
It was reported that the patient had multiple therapies delivered for apparent ventricular tachycardia (vt). After the second therapy was delivered the rate slowed below the programmed vt zone rate cut off. Therefore no further therapy was delivered and the patient died. Cause of death was unknown. The patient died 12 days post implant of the implantable cardioverter defibrillator (ICD) system. It was reported that the ICD was suspected to be related to the death of the patient. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).